Event description:
Boston scientific received information that the right ventricular lead exhibited high shock impedance measurements. Additionally, there was a red alert as the device had been programmed off due to a lead fracture and impending revision procedure. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device memory confirmed an out of range impedance measurement for the right ventricular channel.

Event description:
Information was later received that this device was explanted due to a system upgrade. No adverse patient effects were noted as a result of the procedure.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.